Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure to treat an acute myocardial infarction (ami) with an inferior st elevation using an indigo system catrx aspiration catheter (catrx). It should be noted that the patient's anatomy was tortuous. During the procedure, while manipulating the catrx up the distal third of the tortuous target vessel, the physician fractured the catrx. Therefore, the catrx was removed. The procedure was completed using a new catrx. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra regulatory consultant indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.